Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. It was reported the patient presented critically ill with hemorrhagic shock from a mallory weiss tear, and concomitantly required prolonged course of IV antibiotic therapy for treatment of multi drug resistance pseudomonas driveline infection and enterococcus bacteremia. A blood culture on (B)(6) 2019 was positive for enterococcus faecium and a driveline culture found many pseudomonas aeruginosa. Adverse consequence was gastrointestinal bleed. It was reported the original intended procedure was a heartmate 3 implanted; however, review of the patient's complaint history showed the pump was explanted on (B)(6) 2019 captured under MFR# 2916596-2019-04810 . Additional information was requested, but not provided. The heartmate ii lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
An incorrect user facility report number was sent in the initial report. The correct user facility report number is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: 3601800000-2019-8085 was received 10oct2019. Event date was estimated since it was only provided as (B)(6) 2019. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented critically ill with hemorrhagic shock from a mallory weiss tear. This concomitantly required a prolonged course of IV antibiotic therapy for treatment of a multi-drug resistance pseudomonas drive line infection and enterococcus bacteremia. The original intended procedure was for a heartmate 3 implant. There was a blood culture on (B)(6) 2019 which found enterococcus faecium. A drive line culture on (B)(6) 2019 found many pseudomonas aeruginosa. No further information was provided.